Event description:
It was reported that the pt presented with numerous high ventricular rates. The pt states that she gets a "shock" often when touching metal surfaces. Oversensing was seen on both channels. The pt was monitored. To date there has been no add'l info indicating an intervention was performed.